Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 manifold was defective. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their o2 manifold was defective. The customer stated that the o2 leaks from the other side and the wall side when the o2 tank was attached. The customer requested the parts ID for the o2 manifold to order and replace. The customer replaced the o2 manifold to resolve the issue. The customer replaced the o2 manifold to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.